Manufacturer narrative:
(B)(4). H6: medical device problem code: 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an unknown sensor issue occurred. The sensor was inserted on (B)(6) 2024. The patient reported, that she experienced an issue shortly after she inserted the sensor. She had started sensor warm up and had done ¿everything I needed to do¿. At different points, during the conversation, she indicated, that the sensor failed. It was not working and that it did not alert her she was becoming hypoglycemic. At some point, she saw the cgm (continuous glucose monitor) trend arrows pointing downward and did not remember all the event details. She estimated, that 4 hours after insertion, she had gone to sleep, because her blood sugar was low. The patient's husband returned home and found her drooling and unconscious in a chair. He called ems (emergency medical services) and started chest compressions. Once ems arrived, the bg (blood glucose) finger stick value was 20 mg/dl. Ems treated the patient with IV glucose. The patient regained consciousness. And her condition stabilized. The patient remained at home to recover. During the call, the patient indicated, she had a glucometer, but had difficulty reading it (presumed to mean seeing the displayed values). At the time of the report, the patient was fine. No additional patient or event information is available.